Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: (B)(4). It was reported that the pump failed pm. Also, the motor was loud. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed that the returned device was cracked on the top of the case, the right plunger case and the battery door. The device tamper seal was removed or broken on the bottom case and plunger assembly. Functional evaluation involved performing an occlusion test at which time the motor rate error was found and the pump was running loudly. Error code for motor rate error was found in the event history log. Results: the customer reported problem was duplicated when the investigation revealed the motor rate error was found and the pump was running loudly. Root cause of the reported issue is attributed to normal wear, the pump was over 15 years old. The pump is on the end of life list due to the original software version was less then v5.0.0. Which is no longer in service. The pump will be returned to customer without repair. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during review of the service and repair records., corrected data: d4: correction: UDI, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown, g5: correction: 510k number.

Event description:
Additional information was received. That indicated, no patient involvement.

Manufacturer narrative:
Additional event information received. Indicating, no patient involvement.